Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: during investigation, the battery compartment was found to be cracked. The keypad cover was removed and contamination was found under the down arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. Also unrelated to the complaint, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was cracked by the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.